Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, opening extended on radius and red particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported a right side capsular contracture, baker grade iii-IV. The device has been explanted and replaced.